Manufacturer narrative:
The returned valve was patent. However it did not meet the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve also did not meet the requirements for leak testing due to tears in the top of the delta chamber and the reservoir. It is unknown how or when this damage occurred. The IFU that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ it is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The IFU also indicates that "local and systematic infections are not uncommon with any shunting procedure." A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016 due to hydrocephalus. According to the report the bottom of the device was found to be leaking. It was also reported the patient experienced abdominal pain and developed an abdominal infection. The report stated the device was explanted on (B)(6) 2016 and replaced with a new device. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.